Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer declined troubleshooting for high blood glucose. He stated that the infusion set did not adhere and that his blood glucose was already increasing before he went out to play sports. He noted that the issue may have been due to a bent cannula. No alarms were noted. The customer stated that he was playing ball and sweated so much that he would not have know if the insulin pump had been leaking. He had inserted the infusion set in his lower back. Nothing further reported.